Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet despite multiple automated correction doses, with troubleshooting indicating insulin delivery from the pump but likely inadequate insulin absorption at the infusion site as suggested by insulin odor and wetness at the site. Symptoms included elevated blood glucose. Outcomes included transient impairment requiring troubleshooting and follow-up, without hospitalization. Investigation included device use review, user interview, and guided troubleshooting, including a dry run and infusion site assessment. Investigation of this case revealed that the insulin was likely not reaching subcutaneous tissue due to an infusion site issue, and replacing the infusion site resulted in glucose levels trending down into range, indicating restored insulin delivery. It was concluded that the event was due to hyperglycemia with an unclear exact cause but consistent with an infusion site failure, resolved by site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.